Manufacturer narrative:
Two suspect products were returned for evaluation. Visual inspection revealed that there were damaged cannulas on both adhesive pad bases. One was bent and the other was fully broken off. The lot history review was performed, and it was confirmed that there were no previous conformities noted. The first sample cleared the priming test, but the broken cannula hub raised a temporary occlusion alarm and then self-cleared. The second sample raised occlusion alarm and then self-cleared, and there was a leak noted in female luer bond. The allegation made by the complainant was confirmed. The probable cause in the first sample is due to a broken canula in one of the hubs but the exact cause is unknown. The probable cause in the second sample is due to dried solution residuals in the tube and adhesive-related leak at luer connection.

Event description:
It was reported that a line blocked alarm had occurred when an infusion set was used by a patient with diabetes (pwd). The event occurred during use and there was no patient harm reported.